Manufacturer narrative:
Updated fields: h2 and h11. Additional information: both the monopolar curved scissors (mcs) instrument and the mcs tip cover accessory were thoroughly inspected prior to use, and no damage or abnormalities were observed; they appeared to be in proper condition at the start of the procedure. The event occurred while the surgical team was performing a dissecting task. During this process, the mcs tip cover accessory became dislodged and fell inside the patient. The accessory was retrieved without complications using a coelio (laparoscopic) instrument. The total duration of use for the mcs instrument was approximately 2 hours, and at no point did the surgeon notice any functional issues with the instrument nor was there any report of instrument collision during the procedure. Importantly, the mcs tip cover accessory was carefully installed according to guidelines: no part of the orange marking was visible, and there was no evidence of over-installation (i.e., the cover was not placed beyond the orange surface). The surgeon was unable to identify a cause for the accessory¿s dislodgement, as installation and handling all appeared correct. The usual reducer was used, and no difficulty was reported during removal of the instrument or the accessory, with the wrist of the instrument having been properly straightened before removal. After the event, the surgical staff noted no damage to the tip cover, the scissors, or the cannula. The procedure was successfully completed robotically after the lost tip cover was retrieved and replaced, without necessity for conversion to open or traditional laparoscopic surgery. The mcs tip cover accessory is available for return to intuitive surgical, inc. (Isi) for evaluation; however, the mcs instrument remains in active use by the surgical staff and is not being returned, as it functioned appropriately.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell into a patient. A fragment was retired during the same procedure. The procedure was completed.